Event description:
A customer contacted baxter to report precipitation seen in the line from the pre filter pump to the top of the pre filter line during use. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available. A batch and complaint file review was completed and found to be acceptable.